Event description:
It was reported by the aci vascular closure specialist that a (B)(6) female patient, (B)(6), underwent a diagnostic heart catheterization procedure on (B)(6) 2012. The patient was staged to be brought back on (B)(6) 2012 to stent the culprit vessel. An aortogram was performed and the patient had reason for stenting, so an aortic stent was placed. The patient was anti-coagulated with 2,500 units of IV heparin. The patient's bp was 142/76. A pre-procedure femoral angiogram showed no presence of pvd/calcium in the vicinity of the access site and the vessel 6mm in size. Access was obtained at the common femoral artery via a 6f sheath (unknown model). Following the procedure, the physician who is in training, selected the mynxgrip vascular closure device 6f/7f to close the access site. The device was deployed per the IFU. Upon deflation of the balloon and removal of the device, there were a couple of drops of blood coming out from the back of the advancer tube, it was not arterial flow. The nursing staff held an additional 2 minutes of manual pressure for a total of 3 minutes and upon checking for hemostasis a hematoma began to form. The hematoma grew 4 inches down the patient's inner thigh. Additional pressure was applied for 5 minutes and at the same time the patient became confused and unresponsive. The patient suffered a stroke at the end of the procedure. The patient was transported quickly to the holding area where manual pressure was continued for approximately 20 minutes. The hematoma would not resolve and a femostop was applied on the patient. The patient had a cat scan performed which confirmed the stroke. The patient was administered tpa (tissue plasminogen activator) intravenously. It was noted that the patient had some clotting in a distal artery of her brain which the physician was trying to dissolve. On (B)(6) 2012, the aci vascular closure specialist reported that the neurologist reported that he believed the patient may have some speech loss, otherwise the patient was doing ok and that the hematoma had fully resolved. No additional information is available.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation could not be performed. Based on the information provided, the cause of the reported event could not be determined. The review of the lhr (lot f1219202) indicated that the device lot met all established performance criteria prior to shipment.